Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device with corroded iui connectors. This was observed by bd representatives during their site visit. Per report, "in the ICU, nurses place feeding pumps right over the alaris devices and feed (fluid) will land (drip) on the devices and will harden up." There was no patient involvement. Although requested, no additional information has been provided and no product was returned for investigation.